Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The dialysis manager from a user facility reported to fresenius customer service that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a nurse familiar with the event. The blood leak occurred immediately at the start of treatment, as soon as blood hit the arterial end of the dialyzer. They noticed blood mixed in with the dialysate and promptly stopped the blood pump. The machine, a nipro hd machine, did not alarm with a blood leak alarm. The nurse said this was because they caught the blood leak so quickly and explained that blood had not even cleared the dialyzer when they stopped the pump. A blood leak test strip was used, and it tested positive. There was no damage or defect noted on the dialyzer. Nipro bloodlines were being used for the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was 50 ml. The nurse confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.